Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895243, gd895227 and gd895433 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away due to sepsis. The peritonitis was manifested by severe abdominal pain and cloudy effluent. The same day as onset, the pt was diagnosed with peritonitis and hospitalized for the event. The pt was treated with vancomycin (dose and frequency were not reported), ip (intraperitoneally). The cause of the peritonitis was unknown. The pt was told she had three different types of infections (unspecified). Dianeal ambuflex therapy was ongoing during hospitalization. While hospitalized, the pt experienced cardiac arrest, cardiac failure, c-diff (clostridium difficile), and hypotension. Subsequently, the patient died. At the time of death, the pt remained hospitalized and the peritonitis was ongoing and not improved. The cause of death was sepsis related to suspected bowel perforation. Dianeal therapy was stopped two days prior to death. An autopsy was not performed. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.